Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with dizziness and weakness. On device interrogation, the right ventricular (rv) lead exhibited high thresholds, a pacing problem and high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.